Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was attempting to enter her blood glucose readings and the numbers on the insulin pump begun scrolling. Customer replaced the batteries and the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 212 mg/dl. Nothing further was reported.